Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 95% to 5% within one hour. The pump was connected to a power source and a malfunction alarm occurred. Customer reported blood glucose level was 165 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.